Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Device had corroded motor home switch, cracked case at display window corner, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call that the customer jumped from the boat into the lake with the insulin pump and its display went blank and fluid is seen under the lcd screen. Customer had reverted to back up plan since (B)(6) 2015. The insulin pump was replaced and returned for analysis.